Event description:
It was reported that during pd therapy with a homechoice machine (hc), a system error 2240 (air in tubing) occurred on the hc during drain cycle 3 of 11. The technical service representative (tsr) determined the home patient (hp) was disconnected briefly by mistake and was then reconnected. The tsr advised the hp to start over with all new supplies. The caregiver stated that the disconnection occurred spontaneously. There was no difficulty making the connection noticed during setup. There was nothing unusual noted about the supplies. There was patient involvement; however, there was no injury or medical intervention reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This device was not available for evaluation. Based on the information from the customer, the condition was confirmed. The root cause of the alarm was determined to be use error. The patient disconnected from the set which introduced air into the system and caused the alarm. Should the device or any additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). After further investigation, it was determined that the root cause of the reported issue is loose connection. Loose connection can introduce air into the system and cause the reported alarm. System error 2240 involves several probable causes which are listed in the homechoice at-home patient guide and loose connection is one of the causes being listed. The at-home guide provides instructions on how to prevent such errors. Specifically, it provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. Should additional relevant information become available, a supplemental report will be submitted.